Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿rapidly delivered medication intended for a much slower rate¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The m2/m3 springs will be replaced and pressure will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump rapidly delivered medication that was intended to be administered at a much slower rate (over-infusion) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.